Event description:
It was reported that during followup a month after implant it was noted that no history was available and implant detect was still initializing. It was noted that the device was at vvir. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual device was not received for evaluation. Performance data collected from the device was analyzed and no anomalies were found. Implant detect was never completed.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.